Event description:
Problème de détection de polarité de sonde avec l'auto-initialisation. Reportedly, issue with the polarity detection with the automatic implantation detection. The pacemaker has not been interrogated before the lead connection. During a pacemaker replacement (single chamber) with a pacing-dependent patient, the physician tried to connect the lead (unipolar) to the alizea and the pacing worked correctly. Unfortunately, after around 3 min, the pacing has stopped. The physician has interrogated the device and the pacing was found set at bipolar. This programming explained the reason why the pacemaker did not pace; the physician has changed the programming and everythin went well.

Manufacturer narrative:
The review of provided data confirmed that the subject device had been automatically programmed in bipolar pacing and sensing during the program ¿automatic detection of the implantation¿, as per specifications. The ventricular lead was an unipolar lead manufactured by a competitor and implanted in 1997. On (B)(6) 2024, after the leads connection to the pacemaker, during the automatic implantation detection, the ventricular lead impedance measurement has been correctly performed in unipolar and bipolar with values below 3000 ohms which are the criteria for the next step. The next 5 minutes, no pacing issue was seen since the pacing was in unipolar and bipolar simultaneously. Afterwards, a new ventricular lead impedance measurement was performed in unipolar and bipolar to allow the next step. Again, the ventricular lead impedance measurement was below 3000 ohms even in unipolar allowing the next step: pacing in bipolar mode during 20 minutes. The physician has forced the automatic implantation detection during this phase. Afterwards, the pacing issue was discovered and changed the setting in unipolar. The most probable hypothesis to have ¿normal¿ bipolar impedance measurement whereas this ventricular lead is unipolar (< 3 000 ohms) is: the integrity of the ventricular lead is compromised by an insulation failure (hole on the external insulation) - the electrical current may escape through the insulation failure creating a similar circuit to bipolar circuit, triggering ¿normal¿ bipolar impedance with the unipolar lead no general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, issue with the polarity detection with the automatic implantation detection. The pacemaker has not been interrogated before the lead connection. During a pacemaker replacement (single chamber) with a pacing-dependent patient, the physician tried to connect the lead (unipolar) to the alizea and the pacing worked correctly. Unfortunately, after around 3 min, the pacing has stopped. The physician has interrogated the device and the pacing was found set at bipolar. This programming explained the reason why the pacemaker did not pace; the physician has changed the programming and everything went well.